Event description:
It was reported that the device was at elective replacement indicator (eri) to end of service within three weeks. The device was explanted and replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received at end-of-service level with normal output and telemetry communication. Analysis of device image revealed high current drain of more than ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. The device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.